Manufacturer narrative:
Examination of the returned products confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combinations. A review of the device history reports did not reveal any anomalies regarding the reported event against the product and lot combinations. The investigation concluded the observed poly wear was noted to have originated from third body debris, specifically cement and bone fragments. No evidence was found suggesting product error was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address implant loosening and wear. During revision surgery, osteolysis was noted.